Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024 due to tip fold over. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.